Manufacturer narrative:
Only the battery pack was returned for evaluation. The outside of the battery pack was deformed and covered in ash and battery gel. The electrical wires had been severed. Opening the battery pack found that all the batteries had vented and leaked battery gel and several batteries experienced anode explosion. No functional testing was performed due to the condition of the battery pack and due to not receiving the hand-piece of the device. The customers reported event is that the battery pack exploded after surgery. Additionally, it was reported and that is when the explosion occurred. The condition of the battery pack confirms that the device did explode due to the anode expulsion of several of the batteries.

Event description:
It was reported that the battery pack of the zimmer pulsavac plus exploded after the surgery. The cable was cut after use and then it exploded. Only a battery pack part was returned from the customer. There was no patient or user harm associated with the report.